Event description:
In date (B)(6) 2025 our us agent, (B)(4) informed us of a communication from our us agent (B)(4) relative to a medwatch report received from the us FDA. In the narrative provided it is reported the following: in such report, code mw5164072, the patient reported that the treatment was performed on her due to painful intercourse. Following the treatment (specified to have been performed on (B)(6) 2023) she is now facing pain in the vaginal opening and left side. In the report is not specified the exact device involved in the event. Moreover, the name of the physician has been censored by the FDA. The only information about the patient is her name: jennifer brothers. The actual device involved in the event has not been identified in the mw report. Anyway, the only two devices capable of performing the monalisa touch treatment which are smartxide2 and smartxide touch marketed in the us with 510(k) k133859. The present adverse event has been evaluated as a reportable, in accordance with us FDA 21 cfr part 803, in abundance of caution (the patient's pathologies has not been confirmed with formal medical reports) and to supply FDA with a formal response to the voluntary medwatch report # mw5164072.

Manufacturer narrative:
We as manufacturer of the device involved in the event performed our own investigation by requesting also the support of our us importer. The mw report and all the available information has been shared with the us importer, cynosure, in order to have their support on the investigation. The us importer performed several attempts to trace down the clinic with the name of the patient, but without any success. They get back to us informing that they were unable to perform any further investigation due to the lack of any useful information to identify the clinic, device or other useful information. Based on the fact that it was impossible, with the information available on the mw report, to identify the device, the clinic or any other irrelevant information it has been impossible to push the investigation any further. . The present initial report has to be considered as a final report, and an official response to the medwatch report mw5164072, unless FDA has further questions.